Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation with approximately 60 ml of fluid in its bladder. Visual inspection noted drug precipitate inside of the bladder. A functional test was then performed in which the device was observed for flow issues after its clamp was disengaged and its luer cap was removed; no flow was observed from the distal luer lock. Approximately 30 minutes later, one drop of fluid (approximately 1 ml) came out of the distal luer lock. The next drop of fluid came out approximately 35 minutes later. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate did not deliver its contents. The device was filled with 4500 mg of piperacillin / tazobactam in 50 ml of 0.9% of an unspecified solution, stored in a refrigerator, and connected to the patient 6 hours after removal from the refrigerator. One hour after patient connection, the device was found to not flow. The device was checked twice during the infusion, and both times there was a droplet observed at the luer, but no actual flow was observed. There were no issues with the patient¿s line as the reporter indicated that the same line was used for a therapy prior to this event with no issues. The reporter stated that they did not notice anything unusual that may have contributed to the condition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.